Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 23-sep-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hemaglobin result on a 53 year old male patient. There was no addtional patient information at the time of this report. Return product is not available for investigation. Method date collected tested hgb hct sample type I-stat 08-sept-2024 12:32 12:35 177 g/l 52% a venous lab 08-sept-2024 13:01 13:35 83 g/l 26.9% ni ni I-stat 08-sept-2024 13:30 13:35 82 g/l 24% b ni the reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists since the results show the patient's hemoglobin dropping over time, there is rise after the transfusion. However, the customer states the patient was unnecessarily transfused and apoc has determined an adverse event occurred. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing for lot w24099 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lot w24099.